Event description:
The customer reported the system's vertical lift was not working properly. No pt injury reported.

Manufacturer narrative:
The ge rep conducted an on site investigation of the system. The rep replaced the power supply. The system now functions as intended, and was returned for customer use.